Manufacturer narrative:
This device was immediately explanted but has not yet been returned to boston scientific. As new information would become available, this report wil be further evaluated and updated.

Event description:
Boston scientific received information that this pulse generator could not provide potentially life-saving therapy. The patient presented to the emergency room and at the time the device could not be interrogated and was not pacing. The patient's family member did not know when the device had last been checked. The patient was noted as having an underlying rhythm around 50 beats per minute, but it could not be confirmed for sure whether the patient had experienced any syncope as a result of the device's current status. The local area sales representative could not provide any other information at the time of this report..